Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colectomy functional end to end anastomosis, they used the handle and sulu for the third firing however it did not fire. There wasn't an issue with loading and unloading the device. The surgeon was able to press the green button but was not able to squeeze the handle. The staple was not able to fire at all. The device's old cartridge was replaced by a new cartridge and connected to the original handle. They replaced a new device and the firing was completed. There was no patient injury.